Event description:
Trinity revision after approximately 8 months due to an anteverted cup.

Manufacturer narrative:
(B)(4). Device details, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records cannot be reviewed at this time as no device details have been provided. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.